Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Clinical details report that the placement signal went out within hours of case start. Neither the pump nor console were replaced due to the complication. Data logs were reviewed and at roughly 07:30, contrast began to oscillate between +/-3200 and all other 5s parameters were affected. Roughly 7 hours later, contrast and all other 5s parameters returned to acceptable values, and the placement signal was returned to calculating physiological values. The intermittent nature of the issue indicates that there was no failure of the optical sensor/fiber line in the pump. Product was not returned for investigation. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal of an implanted impella cp pump was lost during patient support. Support continued with the implanted pump until planned escalation later that day. The pump was weaned and explanted, and no patient harm has been reported.